Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an atrial arrhythmia that was tracked at a high ventricular rate. This was treated with atp. The rhythm was then detected as vf and the device delivered a 17 j shock and multiple 31 j shocks. These shocks did not convert the patient, and the atrial arrhythmia ended on its own. The patient did not feel well and presented to the hospital. Upon device interrogation, a yellow shorted shocking lead warning screen was displayed. The device was explanted and replaced with another guidant crt-d.